Event description:
It was reported that the atrial lead had intermittent undersensing. The lead parameters were reprogrammed and the lead remains in use. It was noted that the patient is taking part in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.